Manufacturer narrative:
Concomitant product(s): product ID: 97791, lot# unknown, product type: accessory. Product ID: 97791, lot# unknown, product type: accessory. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 23-jul-2018, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 23-jul-2018, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that one lead was fractured, event date was unknown. The other lead only was used to deliver stimulation after the event, however, since no sufficient stimulation effects/therapy were obtained. The device system was reprogrammed and then the whole device system was explanted as requested by the patient. No x-ray images were available. No telemetry data was available due to being unobtainable. Time-related deterioration was suspected to be a factor in the lead fracture issue. The issue was resolved at the time of this report. It was noted that two leads had the same length and it was unknown which serial number of the lead had the anomaly. One lead positioned on right side was marked as right and the other one positioned on left side was marked as left. No further complications were reported or anticipated.

Manufacturer narrative:
Device evaluation: analysis of lead (B)(4) found the #5 conductor was broken 20.1 cm from the distal end. Analysis of the second lead found that all conductors were broken 17.6 cm from the distal end. Please note that method code, result code, and conclusion code no longer apply to this report. If information is provided in the future, a supplemental report will be issued.